Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the onset of treatment, the leak was visually observed near the end of the dialyzer and test strips were used to confirm the blood leak. Estimated blood loss was 230 cc's. Patient had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months prior to the date of event. Batch records for the lots identified were reviewed and the batch record review confirmed the labeling, material, and process controls were within specification.